Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned, and a 24mm watchman flx closure device were selected for use. The closure device was placed into the appendage, during which time st elevation was noted along with a decrease in the patient's blood pressure and heart rate. Epinephrine was administered to the patient and negative suction was used to remove any possible air. The patient's vitals began to improve, but patient was not tolerating well. The physician decided to abort the procedure. Using transesophageal echocardiography (tee) guidance, the closure device was recaptured, and the full assembly was removed from the patient. The patient was verbal, and extremities were mobile upon waking. The physician suspected that air was likely introduced during the removal of the 6f pigtail, and introduction of the wds. The patient was reported to be doing well, and a reattempt at the laa procedure will be scheduled at a later date.